Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) installed on universal surgical manipulator (usm) 4 appeared to move in the opposite direction. The customer swapped to install on usm 3, but the issue persisted. The customer tried to install other instruments on usm 4 and usm 3, and they could control the other instruments properly. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to use another vse instrument and return the problematic vse instrument through the return material authorization (RMA) process. The user completed the procedure and no known impact or patient consequence was reported. Isi contacted the tse and obtained the following information: the issue occurred when the surgeon's head was inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was not related to a static instrument. The instrument did not move in the intended direction. The surgeon wanted the instrument to move right, but it moved left. The timing of the instrument moved without delay and there was no shakiness or friction observed. There was no instrument to instrument or system arm to arm interference. There was no external collision. The issue was persistent. The instrument will be sent back to isi and there are no photos or video recordings of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument to perform failure analysis. Therefore, the root cause of the reported failure mode has not yet been determined. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be replicated.